Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the heartmate ii system controller (serial number: (B)(6) producing a controller fault alarm was not able to be confirmed through this evaluation. Available information indicated that the patient had a known short to shield issue within their driveline, and therefore underwent a pump exchange. Multiple attempts were made to obtain additional information related to the event, but no response was received. To date, no log files have been submitted for review and no products have returned to abbott for analysis. The root cause of the reported controller fault alarm could not be conclusively determined. The heartmate ii patient handbook (section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur. Heartmate ii instructions for use (IFU) section 8 - ¿equipment storage and care¿ and heartmate ii patient handbook section 6 - ¿caring for the equipment¿ explain how to properly maintain the integrity of the system controller. The heartmate ii patient handbook (section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient presented to hospital with known short to shield that progressed to phase to phase with multiple pump stops. The patient was maintained on ungrounded cable. The patient was taken to operating room for heartmate ii to heartmate ii pump exchange via subcostal approach. There was also controller fault and the system controller was exchanged.